Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having hospitalization due to headaches, unbearable breathing, inflammation to respiratory, eyes irritation, throat infection, fluid in lungs, swelling in forehead and hallucinations and sinus issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged hospitalized due to the following symptoms and diagnosis': headaches, unbearable breathing, inflammation to respiratory, irritation to eyes, infection in her throat, fluid in her lungs, swelling in her forehead and hallucination. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. Manufacturer is unable to directly address the symptoms outlined in the complaint. Manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Manufacturer can confirm the presence of contamination in the airpath. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box and the unknown dust/dirt contamination observed on the humidifier base within bottom enclosure, dry box, and seals was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer found mineral spots consistent with water ingress within the blower box, motor casing, bottom enclosure, and blower box housing. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience hospitalization due to headaches, unbearable breathing, inflammation to respitory, eyes irritation, throat infection, fluid in lungs, swelling in forehead and hallucinations and sinus issues. There was no medical intervention required by the patient.the reported event of  hospitalization due to headaches, unbearable breathing, inflammation to respitory, eyes irritation, throat infection, fluid in lungs, swelling in forehead and hallucinations and sinus issues and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The following correction has been updated in this report: in the previous report, section b1 was marked adverse event incorrectly, which has been corrected to reflect the product problem. In the previous report, section b2 was marked hospitalization (initial or prolonged), which has been unmarked to reflect the product problem. In the previous report, section h1 was marked serious injury, which has been corrected to reflect malfunction.